Event description:
Additional information was received that during the valve implant, the medtronic confida guidewire was not manipulated or reshaped prior to insertion. It was unknown if the guidewire was inspected prior to use. The confida guidewire was inserted through a 6 french(fr) angled pigtail as per best practice and placed in the apex of the left ventricle (lv). The guidewire was monitored to ensure the transition point was above the apex and pointing away from the ventricle wall throughout the procedure. The guidewire was not manipulated once placed in the lv apex. The confida guidewire was not twisted or torqued. The confida guidewire tip was monitored in the left anterior oblique and right anterior oblique projections. The confida guidewire was not manipulated without fluoroscopic visualization and no resistance was felt during use. No forward movement of the guidewire was observed during the deployment attempts. Following the surgical aortic valve replacement, aortic root repair was performed by the cardiothoracic (CT) surgeon. The physicians noticed abdomen distention post cardiac surgery and an exploratory laparotomy was performed. The patient was sent to the intensive care unit (ICU) with chest still open. Subsequently, the patient died nine days later.

Manufacturer narrative:
Updated data: b2 - date of death b7 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre implant balloon aortic valvulo plasty (bav) was performed using a 20 millimeter (mm) non-medtronic (zmed) balloon. 3 deployment attempts were made. Subsequently, during each deployment attempt, the valve was too deep on the left coronary cusp (lcc). The valve was recaptured 3 times. After the 3rd recapture, the patient became hypotensive. A mean arterial pressure (map) of 50 millimeters of mercury (mmhg) was observed. Cardiopulmonary resuscitation (CPR) was performed. The patient was placed on full cardiopulmonary bypass. A stat echocardiogram was performed. Subsequently, pericardial effusion was observed. Pericardiocentesis was performed. The physician decided to open the chest of the patient to find out the cause of the pericardial effusion. A left ventricular perforation was observed. Per the physician, the cause of the perforation was likely due to the "working wire". The left ventricle was repaired. It was decided to perform a surgical aortic valve replacement (savr) procedure in the same setting. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the patient appeared to have left coronary cusp (lcc) and right coronary cusp (rcc) fusion, that was pre-dilated using the 20 mm balloon. The valve position appeared to be 2 to 3 mm on the non-coronary cusp (ncc), but 14 to 15 mm on the lcc. The three recaptures were performed in order to have a more appropriate depth on the lcc. The cause of the hypotension was the pericardial effusion. It was determined that the left ventricle perforation was due to the medtronic confida "working wire". According to the physician, the timing of the perforation is not exactly clear. The physician noted a smaller size left ventricle cavity, however did not specifically link that to the cause of the perforation. It was reported that the patient died. The cause of death or further details surrounding the death were not reported.